Event description:
Boston scientific received information that this lead was received at boston scientific's return products department.

Event description:
Additional information was obtained indicating that this left ventricular (lv) lead was explanted and replaced. It is uknown if the lv lead will be returned as the hospital had the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)94). Upon receipt of a complete lead, a setscrew mark was noted on the terminal pin and drag marks were identififed on the terminal ring. The lead was put through and failed resistance measurement testing. The outer coils (all 3-filars) were slightly compressed and multiple fractures (8-9 cm) from the terminal pin were identiffied. It was concluded that that the damage to the filars of the outer coils was likely due to lead-on-can contact.

Event description:
Boston scientific received information that this patient¿s system exhibited high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. Additional information was obtained indicating that these high oor lv pacing lead measurements occurred when the ring was in the lv pacing configuration. The source of this observation was not specifically determined. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.